Event description:
A healthcare worker opened a pouch containing a broken bi following a successful cycle and found moisture that came in contact with her left index and middle fingers. White spots developed at the contact sites. She rinsed the contact areas with h20 for 20 minutes and did not seek medical attention. The symptoms resolved within 24 hours. The vaporizer plate was in place.